Event description:
The MFR received info from a third party service ctr alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the third party service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.